Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.8, lab: 4.7. Date: (B)(6) 2011, inratio2: 1.6, lab: 2.3. Patient's therpeutic range: 2.5-3.0 inr.

Manufacturer narrative:
Investigation pending.